Event description:
It was reported that during the implant procedure after 30 rotations with fixation tool, the helix would not extend. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the analyst noted that there appears to be some plastic material within the sleevehead. This may have contributed to the helix's inability to extend or retract; however, with multiple variables affecting the helix functionality, this has not been confirmed as the causal factor; full lead returned and analyzed.